Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012 and suture was used. While suturing the cervix of the uterus, the needle pulled off of the suture. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually examined. According to the suture condition is not a defect of the manufacturing process. The assignable cause for this event cannot be determined. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.